Event description:
It was reported that customer was unable to remove the battery cap on the insulin pump. Customer's blood glucose was 138 mg/dl. Troubleshooting was done. Customer stated that the insulin pump had physical damage. Customer stated that she damaged the battery compartment on the side of the insulin pump. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.